Event description:
It was reported that the lead had "poor sensing" and the capture threshold was "somewhat elevated". The lead was removed and a new lead was implanted during a procedure to upgrade the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).